Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the right atrial lead exhibited noise and the p-waves were decreasing. The lead was not used and replaced. The patient's condition post procedure was stable.